Event description:
It was reported that the patient experienced a warm feeling, redness, draining, and blisters at the pocket site. It was stated that the patient noticed the drainage last night and the blisters today. There were no known falls or trauma. The patient reportedly attempted to contact his managing healthcare provider (hcp) without success. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).